Event description:
Reportedly, the subject device was programmed to deliver heparin at 40ml/hr. Two hours after the infusion was started, the nurse noticed that the 250ml bag was empty. No further info was available on the pt and no injury was reported.